Manufacturer narrative:
The pad-pak was first installed on the 2nd september 2010 and performed to specification up to the 13th september 2015. During this time an increase in voltage was observed suggesting a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the memory, between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The random nature of the events and the 10 minute time outs, would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.